Event description:
There was a pt involved in this event. This device was used in a successful sca event where pt survived, has been self-activating and did not record sca event due to the memory of the unit being full.